Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/03/2009, 08/04/2009, 08/18/2009, and 08/19/2009 by phone, fax, and mail. A completed questionnaire was received on 08/18/2009. This report was mailed to FDA on: 08/28/2009.

Event description:
A surgeon reported a patient seeing a peripheral shadow following intraocular lens (iol) implant surgery. The surgeon noted a small amount of clouding of the iol nasally. A yag laser treatment was performed, but ended up damaging the iol. In a follow up, the surgeon noted that the negative dysphotopsia continues, but is not present when the patient wears glasses. The surgeon noted that the patient does not want to wear glasses.